Event description:
Caller states patient tested 1.0 inr on the coaguchek s system while a comparison lab returned as 1.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Cleaning staff member was cleaning the operating room lights. When she pulled the cupola handle towards her to clean the cupola, the cupola disengaged from the spring arm, and struck the cleaning staff member mid-face. The cupola then landed on the floor. The cupola fractured the staff member's nose, and broke her eyeglasses. (B) (4)